Manufacturer narrative:
(B)(4). Product evaluation. Product review of the air dermatome sn (B)(4) by (B)(6) on (B)(6) 2019 revealed that the calibration and rpms were within specifications, but the motor ran erratically and the head and control bar had visible damage. Product repair. Repair of the device was performed by (B)(6) on (B)(6) 2019 which included replacement of the following: head, control bar, neck, swivel, motor, 2 inch and 4 inch width plates, throttle lever, thickness control lever, and bearings additional repair included recalibration the device, serial number (B)(4), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the unit was returned for preventative maintenance but repairs were needed. At evaluation investigation of the product the device was found to run erratically. No adverse events were reported as a result of this malfunction. No additional event information available.